Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for cosmetic damage. Customer¿s blood glucose was unknown. Customer reported that the top of the insulin pump where the insulin goes into it stated that last week a plastic piece came off it was not a problem until the rubber ring popped off. Customer reported that the reservoir is able to lock in place when inserted into pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with minor scratched lcd window, faded serial number label, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer.